Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the shock impedance measurement of this subcutaneous implantable cardioverter defibrillator (s-ICD) system had risen to 113 ohms during electric shocks. The shocks were appropriate for ventricular fibrillation (vf). It was noted that the patient had gained 50 pounds after implant. Technical services (ts) recommended x-rays to confirm positioning. Engineering analysis confirmed that this device was exhibiting premature battery depletion (pbd). No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted electively for a therapy downgrade. No information about replacement was provided. No adverse patient effects were reported outside of procedure. This product was returned to boston scientific for analysis.

Event description:
It was reported that the shock impedance measurement of this subcutaneous implantable cardioverter defibrillator (s-ICD) system had risen to 113 ohms during electric shocks. The shocks were appropriate for ventricular fibrillation (vf). It was noted that the patient had gained 50 pounds after implant. Technical services (ts) recommended x-rays to confirm positioning. Engineering analysis confirmed that this device was exhibiting premature battery depletion (pbd). No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted electively for a therapy downgrade. No information about replacement was provided. No adverse patient effects were reported outside of procedure. This product was returned to boston scientific for analysis.